Manufacturer narrative:
By the info provided, metal back and glenosphere were wll fixed one each other (no mechanical failure of the prosthesis); they came out from the glenoid bone as a single construct. No anomalies by checking the DHR of the metal back involved, and no other complaints received on this lot number of metal back (mb). Explants not received. By the x-rays received, we were able to reconstruct what happened since primary surgery to revision. In particular, a medical judgment of these x-rays highlighted that, during primary surgery: the resection line on the humerus was too high and left in place the medial osteophyte; the osteophyte went into contact with the inferior part of the glenoid in adduction and rotation, causing a sort of lever-effect on the metal back over time; the mb has probably been implanted in upper tilt and not slight down tilt, as suggested for a smr reverse implant; the neck of the scapula was not reconstructed; this caused a distribution of the shoulder loads which increased prosthesis instability; as reported by the surgeon, the bone screws used were probably too short; ultimately, a low grade infection cannot be excluded as cause of the mb loosening from the bone. With regard to the last point above, we also checked the sterilization certificate of the mb involved; it was regularly sterilized before use. So this revision surgery was due to surgical errors during primary surgery. The ww revision rate of similar events is (B)(4) according to our data. Our analyses showed that these events are due to patient condition (basically poor bone stock) or suboptimal implant by the surgeon. As we noticed that the specific revision rate is much higher in (B)(6) ((B)(4)) than in the rest of the world excluding (B)(6) ((B)(4)), we are in contact with the (B)(6) subsidiary to assure that (B)(6) surgeons are properly trained before using the smr reverse system.

Event description:
Smr reverse was performed on (B)(6) 2015. After half-year past from surgery, the patient felt pain in his shoulder and visited hospital. At that time it was observed that the gap between glenoid metal back and glenoid bone at superior part was disappeared. The patient visited the hospital again due to severe pain, it was found by x-ray that the glenoid implant components (metal back + glenosphere) came off from the patient's glenoid of scapula. By the info reported and by the photos provided, metal back and glenosphere were well fixed one each other, so no mechanical failure of the prosthesis. Event occurred in (B)(6).